Event description:
The facility reported that a pt had been pinched by the seat. The seat cushion was not being utilized at the time. The pt sustained a laceration to the tip of the penis. He was taken to the emergency room, given pain medication, and released.

Manufacturer narrative:
The device was inspected by an arjo investigator and was found to be in good condition, with some scuffing on the right plastic cover. Based on the info provided, the manufacturer has determined the cause of this incident is that the caregiver did not ensure the genitals were prevented from sliding under the seat during lowering, as stated in the safety advisory notice which states: "always visually ensure that male genitals do not slide under the care raiser seat during lowering movement of the seat." However, the manufacturer has reassessed the safety advisory notice and determined it to be insufficient. A redesigned seat cushion with a built-in shield has been developed. All devices currently on the market will be updated with the new cushion through an upcoming fsca that is currently under preparation. The manufacturer recommends retraining of the caregivers to the operating and product care instructions and the safety advisory notice until such time as the new cushion becomes available.